Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock has play and needed to be adjusted. For this purpose, some small parts were exchanged. In addition, the plunger jams something; this was also exchanged, and a function test was carried out after the repair. Root cause - based on the evaluation by integra service and repair, the complaint is confirmed; however, the root cause cannot definitively be attributed to improper repair. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) was difficult to turn, and the correct mechanism was not palpable. The skull clamp was recently repaired and the customer has not used it but noted there was still an issue with it. There was no patient involvement, thus no surgical delay.